Manufacturer narrative:
Additional patient codes: (B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted into the hospital on (B)(6) 2017 for a blood glucose (bg) level of 530 mg/dl, and diabetic ketoacidosis (dka). Reportedly, the customer was feeling sick with a cold on (B)(6) 2017, and took nyquil. The following day, the customer began vomiting, had diarrhea, and became dehydrated. Reportedly, the customer delivered multiple, bolus requests; however, bg level remained elevated and the customer experienced dka. While at the hospital, the customer was treated with insulin drip. The customer was released on (B)(6) 2017, with no permanent damage and the issue resolved. Reportedly, the customer changed the supplies on the pump.